Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months.  Device evaluation: although the reported alarm was confirmed through evaluation of the submitted log file, a potential cause could not be conclusively determined through evaluation of the returned portion of the percutaneous lead (driveline). Review of the submitted log file confirmed a low speed event on (B)(6) 2018 at 9:39am, in a range of 3560-6860rpm and corresponded to a low speed advisory alarm. The event occurred while the patient was connected to the mpu; however, a potential cause could not be conclusively determined. The replaced portion of the driveline was returned measuring approximately 16.5 inches. Upon visual examination, no damage to the outer silicone jacket or bionate was identified. Electrical continuity testing did not reveal any discontinuities or shorts. The metal shielding did not reveal any signs of breakdown. Visual inspection of the wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. However, the driveline was not entirely returned. The account reported the patient was placed on a grounded patient cable with no issues observed following the repair. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during a routine clinic visit, 2 low speed advisories on (B)(6) 2018 were observed while utilizing the mobile power unit (mpu). There was no visible damage to driveline and alarms could not be reproduced. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed speed drops lower than the lower speed limit on (B)(6) 2018 while connected to the mpu. For the next 7 days there were no further issues. The perc lead x-rays were unremarkable. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The patient was placed on a grounded patient cable after the repair and the alarms did not return. No additional information was provided.